Event description:
Plaintiff alleges allergic reaction to latex gloves. Alleged injuries include but are not limited to rashes, wheezing, occupational asthma, rhinitis, irritated, red and watery eyes, coughing, breathing difficulty, shortness of breath, chest tightness, as well as great despair and loss of enjoyment of life. Plaintiff alleges loss of consortium of his wife.